Event description:
A customer reported that when using excel off brand reagent would receive a result of "lo" (less than 20 mg/dl). The customer did not report having symptoms of hypoglycemia that would correspond with the lo result. This could be a clinically significant event. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent. The custtomer was encouraged to call the co's 24/7 customer service line if any additional questions or problems are encountered.